Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that symptoms r eturned and states may not be voiding like use to since saturday. Patient reports has to strain more. Patient states also feeling stimulation "running down right leg". They switched to program 2 and felt stimulation mid butt cheek area. It was reviewed bicycle seat area. Patient switched to program 3 at 1.2v and confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.

Event description:
Additional information received from patient. They reported they have their ins to help them with retention. They were calling today to ask if they should make a change to their ins setting. After implant they were on program 1 for two and a half weeks then changed it to program 3. They noticed over the last two to three weeks that they started to have a very hard time getting their stream started to urinate. This morning they checked and changed their program back to 1. The patient asked which program or setting will help resolve their issue of getting their stream started. During call, general education information was reviewed. The patient was informed that they will not know the results of each of the different programs they have access to use until they try it and give their body a chance to see if it will respond or not.

Manufacturer narrative:
H1: updated from serious injury to malfunction. H6: patient code (ime) e1309 no longer applies. Codes have been updated to reflect the information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.